Event description:
It was reported, the pt died of an unk cause.

Manufacturer narrative:
Results - the ipg as rec'd functioned and communicated with all lab utility. There is no alleged device failure to meet specification. The event cannot be confirmed through product analysis testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.